Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that a leak was found originating from the tubing of a supply line. The technical service representative advised the patient to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a complete device analysis could not be completed. The cause of the reported alarm was determined to be a leak in the supply line of the cassette. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.